Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon evaluation, the metallic domes of each response button were off center and not making contact when pressed. The cause of the non-functional response buttons is the inability of the dome to make contact. The root cause for the damaged response buttons was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's response button's were non-functional.